Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cutter was not working at the beginning of a vitreoretinal procedure. It is unknown if aspiration was present. The procedure was completed without consequences to the patient. The product sample was discarded by the customer; therefore, it not available for evaluation. Additional information has been requested.

Manufacturer narrative:
A device history record (DHR) review was conducted. According to the DHR review, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. No additional anomalies were identified the product was released according to the product¿s acceptance criteria. No additional investigation is required based on DHR review. A complaint history examination indicates there were no other complaints for this reported issue. No product sample was received for evaluation; therefore, visual and functional testing could not be conducted. Because a sample was not returned and the lot information indicates the product was released based on the manufacturer's acceptance criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).